Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it is likely the phenomenon was due to failure of the charge-coupled device. The cause of the charge-coupled device failure could not be estimated. The root cause of the failure could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation, cut on the cable and fading of the serial plate. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the ongoing investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The definitive root cause of the black screen has not yet been determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for a therapeutic procedure, the hd camera head had an image problem (black screen). Subsequently, the intended procedure was completed with a similar device with a slight delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.